Event description:
Complete heart block associated with symptomatic bradycardia. Malfunctioning right atrial lead. Pt developed congestive heart failure associated with atrial lead failure and a high threshold.